Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 325 cc mentor memorygel breast implants and experienced bilateral ptosis and rupture on the left side post-operational. As a result, the patient underwent device removal and replacement with 350 cc mentor memorygel breast implants, catalog number smpx350, lot number 7583445 on (B)(6) 2019. This report is for the patient's right-sided device.